Event description:
Used device sitting receiver on right thigh. A cancerous tumor developed that was categorized as a sarcoma. Rptr was told this type of cancer usually shows up in the lungs. Dr says this was a rare tumor. Rptr had been using the hands free headset with phone on leg for at least 8 months before diagnosis.